Event description:
The manufacturer received information alleging (service required alarm) occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. The technician confirmed water droplets on the machine flow sensor. In conclusion, the device's machine flow sensor was replacement replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.